Event description:
The customer reported a bloody fluid leak from the aspiration probe into the specimen transport module (stm) of the unicel dxh 800 coulter cellular analysis system. The customer stated that the leak of approximately 5 - 10 ml was contained within the instrument but the source was unknown. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. Beckman coulter field service engineer (fse) found the fluidic leak was caused by a plugged/blocked nucleated red blood cells (nrbc) sample mix chamber. Fse also cleared a small obstruction from the diff mix chamber but no fluidic or mechanical hardware failure was found. The cause of the plug was determined to be debris from specimen rubber tube stoppers blocking the bottom draining ports of the sample mix chambers in the air mix temperature control (amtc) module. The debris was cleared and repair verified per established procedures. Root cause was determined to be a plugged drain port on the nrbc mix chamber.

Manufacturer narrative:
(B)(4) plugged drain port. (B)(4).